Event description:
It was reported that during a thyroid procedure, the device failed intermittently. When cleaned, the blade tip fell off onto the mayo stand. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.